Manufacturer narrative:
B3 - month and year valid b5 - there was no significant vessel thrombus, calcification, or tortuosity that may have contributed to the deployment difficulties. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure for treatment of an aneurysm, the physician was unable to deploy the stent graft etl w1610c156ee endur ii limb after introducing it through an introducer stentrant sheath with a multipurpose catheter inside. Deployment steps per the IFU were followed but as soon as the physician tried to deploy the stent graft, difficulty was observed. The device was removed and the procedure was completed using another etlw stent graft. The event was attributed to user error by the physicians they noted they used the endurant with a sentrant sheath with a multipurpose catheter inside it. There was no damage noted to the box or device packaging when opening. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received with the external slider in the home position. Deformation was evident to the mid graft cover. The stent graft was not positioned in the stent stop cup, a gap of approx. 10mm was observed between the graft and the stent stop. A kink was evident to the graft cover and spiral member at the gap site with separation evident to the spiral member at the kink. A gap of approx. 4mm was between the graft cover and tip. On rotation of the external slider the graft cover retracted with no issues noted and the stent graft retracted back into the stent stop cup. The stent graft could be deployed with no issues noted. No deformation was evident to the deployed stent graft. The graft cover could be advanced and retracted via rotation of the external slider and by engaging the trigger with no issues noted. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.